Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited failure to capture and high pacing impedance. No intervention or procedure was reported. The lv lead remained implanted. No adverse patient effects were reported.